Manufacturer narrative:
The lens is not available for investigation as it was discarded by the user facility. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. There have been no other complaints for this lot to date. The most probable root cause is "operational context". User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that a patient had an intraocular lens (iol) implanted and a crack was noted by the surgeon at the optic/haptic junction. The lens was removed and replaced with a new lens intraoperatively. The original and replacement lens are the same model and power. The wound was enlarged to remove the iol. Additional information has been requested but has not yet been received